Event description:
Implant placed 4/16/97. If failed and was removed 7/14/97.

Manufacturer narrative:
The med history was rec'd and evaluated. If uncontrolled, the pt's diabetes could be a contributing factor in the implant failure.